Manufacturer narrative:
Complaint conclusion: while using a 5.5f 104cm standard biopsy forceps, the right atrium was perforated. Conservative therapy was taken, and the patient has been followed up. Additional information was requested but was not available. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿atrial perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the cordis biopsy forceps are designed for endomyocardial biopsies. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the forceps. Possible complications include, but are not limited to: perforation of the vessel wall or the myocardium.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, while using a 5.5f 104cm standard biopsy forceps, the right atrium was perforated. Conservative therapy was taken, and the patient has been followed up. Additional information was requested but was not available. The device was discarded and will not be returned.